Event description:
An email was received regarding the plum 360 device, alleging that the unit has failed to deliver a bolus at 999ml/hr. Found e380 errors in the device¿s alarm log. It was also stated that they were able to duplicate the issue; the unit only delivered 0.5 ml before locking up. There was no patient harm; however, there was a delay in therapy.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
Investigation summary: confirmed customer¿s complaint of device had error code e380. Tested device by running protocol with basic set up. Device failed at start up with plunger failure. Review of device alarm log history found error code e380 present. Replaced pwa switch. Device passed self-test with no error alarms. Probable cause is worn pwa switch. During inspection of device found rear case, fluid shield, to be damaged. Replaced rear case, fluid shield. Probable cause is damage consistent with normal wear and tear.